Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an intermittent cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.